Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's pilot valve was hard to inflate with the syringe. There was resistance when pushing the air. There was no patient involvement.